Manufacturer narrative:
G4: 07jul2020; b4: 09nov2020. After reviewing this file it was determined that MDR-2031642-2020-02475 was reported in error. It was found that the touchscreen is functional and can be use to make settings changes. Therefore this is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
The customer reported that the nav-ring is not working. The field service engineer (fse) was able to verified the reported problem. The customer reported that the unit was not in use on patient. The fse replaced the front bezel to address the reported problem.